Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for high out of range pacing impedance measurements on the right ventricular (rv) lead and right atrial (ra) lead. Subsequently the patient was brought into the clinic where oversensing of noise leading to pacing inhibition with less than two seconds of asystole was seen on both the ra and rv channels. The patient did receive inappropriate anti-tachycardia pacing (atp) due to the noise. Subsequently the patient underwent a revision procedure where the device was explanted due to a concern over a loose header connection. The rv lead and a portion of the ra lead were also explanted due to a concern over a fracture on each lead. No additional adverse patient effects were reported.

Event description:
Additional information was received that an x-ray was taken and a fracture was visable for the rv lead. The x-ray yielded inconclusive results for the ra lead. It was also noted that during the revision procedure both the ra and rv lead were tested on the pacing system analyzer (psa) which yielded the out of range measurements.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.